Event description:
It was reported that the upper part of the needle allegedly fractured when the puncture specimen was extracted during a bone biopsy procedure inside the patient. Subsequently great effort was required to remove the fractured needle. No handgrip was used during the procedure. Reportedly, despite the difficulties the samples were obtained; so, no additional sample attempts were needed. There was no reported patient injury and no required additional intervention.

Manufacturer narrative:
H10: manufacturing review: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. Investigation summary: the original product claimed was not made available for evaluation. However, six ostycut bone niopsy needles of the reported lot were returned by the customer in unopened original sterile pouch. No fracture or any other damage of the components which are part of the bone biopsy needle was identified. Based on the lot samples provided and as the original product claimed was not returned for evaluation, the reported issue could not be confirmed and the investigation is closed with inconclusive result. Labeling review: in reviewing the current labeling it was found that the instructions for use (IFU) address the potential risk, as the IFU states: "verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use." Regarding application the IFU states: 'in case the ostycut® biopsy cannula cannot be removed smoothly from the punctured bone area, do not attempt to loosen the ostycut® biopsy cannula by oscillating movement of the cannula. Instead, it is advised to loosen and remove the ostycut® biopsy cannula from the punctured bone area by simultaneously applying counterclockwise rotation and traction', and 'verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use."

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the ostycut bone biopsy needle products that are cleared in the us. The 510 k number and pro code for the ostycut bone biopsy needle products are identified. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the upper part of the needle allegedly fractured when the puncture specimen was extracted during a bone biopsy procedure inside the patient. Subsequently great effort was required to remove the fractured needle. No handgrip was used during the procedure. There was no reported patient injury and no required additional intervention.